Event description:
The customer reported that during a routine check of the unit prior to use on a patient, the unit emitted smoke accompanied by a burning smell. The patient was switched to another unit and therapy was continued. No patient injury was reported.